Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2024, the patient was unconscious at 0300. The estimated glucose value (egv) at that time was not documented. The wife called paramedics who arrived at 0315 and emergency medical service (ems) did a fingerstick, which was 22 mgdl. The egv at that time was not documented. Paramedics treated the patient with intravenous (IV) shots. After 45 minutes, the patient was transported to the hospital and had regained partial consciousness in the ambulance. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the day of the episode, the patient was fine. No other details were documented. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.